Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Display also has missing segments and damaged display. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Corroded on the force sensor during visual inspection. Unable to download history files and traces using thump software due to display anomaly. Force sensor zero offset within spec (23.1mv). Unit also received with cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, cracked retainer, cracked keypad at select button, stained keypad overlay, and keypad overlay texture damage, missing segments (lcd), serial number label damage (covered in adhesive). In conclusion unit received with unexpected blank white flashing screen due to corroded electronic assembly. Missing segments and partial display also noted. Cosmetic damage confirmed when cracked case on battery tube was observed.

Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1885 was returned for analysis.